Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes changed infusion site and was able to see that the cannula had been bent. Patient also had two infusion sets that were leaking around the quick release clip. There was no patient injury. The event occurred on two different dates, and this report captures the first of the two occurrences.